Event description:
It was reported that this right ventricular (rv) lead exhibited an abrupt increase in shock impedance measurements reaching out of range. There was also significant noise present resulting in an inappropriate shock. This lead was suspected of being fractured, therefore was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.